Manufacturer narrative:
The device was manufactured on 09/28/2000 and has no repair history at zimmer surgical since july 2011. Investigation revealed the device operated within motor speed specifications. The master blade was flush with the control bar. Prior to repair, the device was outside calibration specifications at the zero thickness setting. The device was outside side to side specifications at the zero, 0.0100" and 0.0200" thickness settings. Repair of the device included replacement of the standard repair parts. It was also noted per the clinical follow-up that the device was being used incorrectly and the blades were nicked. The reported event was not confirmed during testing; however, was most likely due to the lack of calibration of the unit, due to lack of preventative maintenance and to the damaged blades and incorrect use of the device, due to improper handling. It should be noted, per the instructions for use, "the zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy". The device was repaired and scheduled to return to the customer.

Event description:
It was initially reported that the device was cutting too deep. Additional clinical info determined the surgical unit was using the device incorrectly and that the blades they had nicked. The date of occurrence was unk but it was indicated that the issue occurred sometime within the previous 3-4 weeks. It was reported that the pt has more scarring and it took approximately 2 weeks to show minor healing. At that point in the healing process it was hard to say if there was any pt harm as a result. The original graft harvest was used but it was thicker than the surgeon had expected. No alternate device was required as the original harvest was used and there was no delay to the procedure itself.